Event description:
In 2012 I went ot dr. (B)(6) who was also my mother's gyn for heavy periods. I'm a single parent and have always worked two jobs as an emtb and 911 dispatcher; I absolutely loved my jobs. In (B)(6) 2012, I saw dr. (B)(6) and (B)(6) 2012 I was scheduled for a hysterectomy which is what dr. (B)(6) stated was needed; I was also told I needed a ethicon tvt sling for sui. I trusted my doctor and I trusted anything that had the FDA approval for use; as I believed it was safe. Dr. (B)(6) gave me educational material on the divinci robotic surgery procedure due to this being the way the surgery would be performed. Dr. (B)(6) stated I needed a hysterectomy due to my period issues and tvt sling; I never heard of the tvt sling. I asked dr. (B)(6) about the product he stated "it's no big deal; it's just a piece of tape that supports your urethra" I trusted my doctor and the idea that nothing unsafe would be used or approved in today's world. We have come so far in the realm of medical knowledge. I was told because the surgery was executed by using the divinci robot it would be less invasive, less risk, and easy recovery which is what the educational material also stated. In (B)(6) 2012 as I lay in recovery I had an extreme burning sensation in my groin area; I was told it was normal by the nurse. I could not urinate properly which the recovery nurse was concerned at first. I was released the same day as procedure. The next month I experienced bleeding, pubic pain and urination which was not normal. At my follow up I shared my concerns with dr. (B)(6) and was told I was still healing. Dr. (B)(6) released me to back to work. Over the next few months the groin pain got more severe, bleeding heavier, urination interrupted and constant uti's. I continued to make appointments with dr. (B)(6) one of the many was because I started to hemorrhage after I was cleared to have sex and tried. I was told I was still healing investigative tests were denied. I continued to live my life while believing there was nothing wrong but I was still healing. My job as a 911 dispatcher required me to sit which became more and more difficult. In (B)(6) 2013, I went ot dr. (B)(6) again with severe pain unsteady gait bleeding and another uti. I asked that some kind of investigative test be done; dr. (B)(6)williams refused. Dr. Stated he never saw anything like this and wanted to refer me to pain management. I was frustrated in extreme pain and felt lost. The end of (B)(6) 2013 I ended up in (B)(6) in extreme pain also I'm a type one diabetic and the uti were reeking havoc on my blood sugars. In the ER finally all of the tests were performed and I found out because of "tue" tvt sling my bladder was not working correctly. A leg bag catheter was placed I was given antibiotics for yet another uti and referred to a urologist. A week later I saw a urologist and tests were ran which showed my bladder was not emptying properly and catheter had to stay. Dr. (B)(6) was not comfortable with treating me because he said "your case is complicated because of the sling" I was referred to dr. (B)(6) a surgical specialist in urology at (B)(6). I saw dr. (B)(6) stated "I fix 2 sling complication a month and am aware of the issues". Dr. (B)(6) stated she could perform a revision which might help. Since seeing dr. (B)(6) I have had 2 revision surgeries one also finding a repair needed as my vaginal wall was paper thin from possible erosion, my ability to walk severely compromised complication of tvt sling has taken my ability to live. I was eventually told after surgical revision, physical therapy and meds I was permanently disabled. I have not only lost my normal life but everything I built as a single parent my ease of normal blood sugars my ability to provide through working. I can't walk well or sit; I must lay to get relief from pain.